Event description:
It was reported when an asymptomatic patient presented for a generator changeout, post-paced t-wave oversensing on the ventricular channel was observed on the newly implanted device. Reprogramming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that post-sensed t-wave oversensing was observed on the ventricular channel via remote transmission. Programming changes were made.